Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy by -7%. This occurred during testing and no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the pump. Event log history was performed, and no issue was found in the event log regarding accuracy failure. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service replaced the expuslor as a preventive action. Based on the evidence, the complaint was not confirmed, and no fault was found.